Event description:
It was reported that a patient was unable to charge her implantable neurostimulator (ins) and the recharger kept showing the reposition antenna screen. The same thing had happened previously and the patient was unable to charge for two days. The patient was able to charge the recharger and there was a possible recharge antenna issue. After the patient unplugged and re-plugged it in and left it alone for a few days, then it started working. Now the same problem was occurring again. There was a communication problem and the patient started having difficulty connecting with the ins as of the prior day. The patient had repositioned the recharger antenna many times. She said the green light on the desktop charger was on, but later said she couldn¿t find a green light. It was indicated that the desktop charger was working. The patient expressed fear to use the ins and that the ins battery would go dead. It was later reported that the patient was still having concerns regarding her device or therapy but was working with her doctor or manufacturer representative. She was waiting for an appointment with her doctor. It was later reported that the recharger was damaged. Information received at a later date reported that the patient was on continuous mode. The patient was able to demonstrate effective recharging but the batteries position made recharging challenging. The cause was undetermined. The patient was repeatedly trained on recharging. Stimulation was effective. The stimulation was used for migraines. The patient was scheduled for a pocket revision on (B)(6).

Event description:
Additional information received reported the patient was able to achieve 8 bars while recharging at their post-op visit the week of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 37791, product type: recharger. (B)(4).

Event description:
Additional information received reported the implantable neurostimulator (ins) was relocated to optimize charging efficiency. When checking with the charger, the patient was able to get 8 bars post-surgery. It was noted they would not know about charging until after the patient healed and attempted to charge at home. Additional information could not be obtained at the time of the report. If additional follow-up is received, a follow-up report will be sent.